Event description:
Info received indicates the head section cannot be raised.

Manufacturer narrative:
The technician found the sensor was disconnected and would not allow the head section to articulate. The technician reconnected the head sensor to repair the bed.